Event description:
It was reported the system had a precharge voltage errors. This caused the system to shut down, resulting in a loss of image functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.